Event description:
Upon reassessment of the reported event, it was determined that the cup was not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the cup was not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown microplasty stem-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-01046. Customer has indicated that the product will not be returned to zimmer biomet for investigation, patient kept products. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Patient kept devices..

Event description:
It was reported patient underwent a revision procedure due to unknown reasons. There was no delay or complications during the surgery. Attempts have been made and additional information on the reported event is unavailable at this time.